Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion and was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.